Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation was confirmed. During the inspection at repair center, it was determined that foreign material had clogged the inside of the nozzle. Due to clogging of nozzle, air and water supply volume does not meet the standard value. Inspection of the returned device revealed additional findings: due to a pinhole on the channel-tube, water tightness was lost, due to damage on ultrasonic connector, a noise occurred in the ultrasound image, due to damage on ultrasonic probe, displayed ultrasound image was defective with missing elements, due to corrosion on electrical-connector, endoscope cable could not be connected securely, due to damage on cover of ultrasonic cable, the insulation resistance between evis and ultrasound connector did not reach the standard, ultrasonic transducer had corrosion, the instrument channel was buckled or deformed, the ultrasonic connector had corrosion due to water leakage, the electrical-connector had corrosion due to water leakage, scope connector cover had corrosion due to water leakage, the universal cord has corrosion due to water leakage, the control unit has corrosion due to water leakage, the adhesive on bending section cover was detached, the bending section cover had a scratch, due to wear of angle wire, the play of up/down knob was out of the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to corrosion the switch number 1 did not work and the acoustic lens had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The distributor reported to olympus, the air/water flow system on the evis lucera ultrasound gastrovideoscope had air/water flow issues. During testing and inspection of the returned device, the nozzle was clogged with foreign matter, which had been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is known when the foreign material adhered to the nozzle. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign material or why the foreign material remained in the device from the obtained information. It is likely due to the handling of the client. However, a specific root cause could not be identified. The event can be prevented by following the instructions for use which state: "·chapter 6 application and conditions of cleaning, disinfection and sterilization ·chapter 7 cleaning, disinfection and sterilization procedures" olympus will continue to monitor field performance for this device.